Event description:
Customer stated that she received motor error alarms twice, the last one she was hospitalized due to high blood glucose. The current blood glucose reading is 124 mg/dl. The motor error alarm occurred during the basal delivery. The blood glucose reading at the time of the event was over 600 mg/dl. Customer stated that her body was swelling up. Kidneys are not functioning well. Customer was hospitalized for three days. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.